Manufacturer narrative:
Device evaluation: the manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. As received, the specimen presents fractures of the core and coiling wire 1.27cm (core wire) and 1.35cm (coil wire) from the proximal end of the distal coil segment; proximal of the distal flattened region of the core wire. The core wire fracture presents indications of ductile, tensile overload; the coil wire fracture presents indications of torsion overload under tension. The specimen present several regions of scraped ptfe coating scattered over the length of the device with areas of coating removal 56 to 81cm proximal of the core wire fracture and several bends/kinks of varying severity and frequency scattered over the length of the device no other damage or inconsistencies are noted to the specimen at this time. All of the marker coil joints and the proximal joint to the distal coil appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. At this time, it is not possible to assign a definitive root cause for the event as reported; however, based on the evidence presented by the sample and the information provided by the supporting documentation, clinical and procedural factors appear to have impacted on the event as reported.

Event description:
Event description: the tip of the wire broke off in the patient's anterior tibial artery. They completed the procedure with the tip of the wire left in the body. The patient is fine with no complications. The wire was not retrieved as it was in a non-patent vessel, so not compromising any flow to the patients leg.